Event description:
It was reported via repair work order that the cot would not lock into the fastener due to a broken off retaining post. The upper pin bracket threads were stripped, which allowed the retaining post to become disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.